Event description:
It was reported that the patient was walking through a theft detector and bumped into someone, ending up against one of the security gates. The device was turned on at the time, and the patient felt a surge of stimulation. The patient also noted that his implantable neurostimulator (ins) was discharged on (B)(6) 2011. It was reported that the patient had a difficult time getting coupling, and usually only got one bar. The patient was heavy and had a skin fold over the ins, and the ins felt tilted in the pocket. Additional information received reported that the patient wanted to have a non-rechargeable battery implanted. The patient was still getting stimulation, but had charging problems.

Manufacturer narrative:
(B)(4).